Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
Information received from sales on 31-dec-2025: customer reported hematoma formations in (3) separate patients when using the passport td curve, the complaint has been elevated to the administration of the quality and safety staff at (B)(6) hospital. "This is our 3rd failure of this product which resulted in massive hematomas requiring two patients to go to operating room for open repair of artery. All 3 failures were for a 9mm sheath w/2 very notable extravagation events. Different physician users. We need an evaluation of the device by vendors and for them to meet with our physicians to see if this is an introducer error or sheath error. Products were not retained following the procedure due to urgent need to transition patient to or suites." "The same lot number for all 3 patients". Associated complaints: (B)(4).